Event description:
Consumer reported complaint for high and erratic blood glucose test results. Daughter reported complaint on behalf of the customer via e-mail and was contacted via telephone. The customer is concerned with test results from results obtained of 108, 110, 307, 260 and 105 mg/dl. Customer also stated that the results from the true metrix are higher than another device (meter to meter comparison results were not provided). The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 12/20/2025 and open vial date is (B)(6) 2024. The meter memory was reviewed for previous test result history (time not set): result 1: 108 mg/dl date: (B)(6) 2024 time: 9:04 pm fasting am. Result 2: 110 mg/dl date: (B)(6) 2024 time: 1:06 pm fasting am. Result 3: 307 mg/dl date: (B)(6) 2024 time: 8:55 pm fasting am. Result 4: 260 mg/dl date: (B)(6) 2024 time: 6:43 pm fasting am. Result 5: 105 mg/dl date: (B)(6) 2024 time: 3:27 am fasting am.

Manufacturer narrative:
Internal report reference number: (B)(6). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high results. No defect found on returned meter. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Root cause: rc-072: vial left open for an extended period of time. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.